Event description:
The customer reported that there was 'files corruption' error message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.